Manufacturer narrative:
The approximate age of the device is 3 years and 8 months. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that there was damage to the external silicone portion of the percutaneous lead. Rescue tape was applied. Abbott technical services reviewed the log files and confirmed that the damage was only cosmetic at this time and did not impact the function of the pump.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of silicone jacket damage could not be confirmed through this investigation as there was no product returned. The hm ii lvas IFU addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The hm ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.